Manufacturer narrative:
(B)(4). This complaint was confirmed for a cut in the tubing of the returned sample. The sample evaluation did not identify a root cause. A batch review was not possible since the lot number was unknown. Renal quality engineering, along with plant manufacturing/quality personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). Device evaluation expected, but not yet completed. A follow-up report will be submitted upon completion of baxter's investigation.

Event description:
Baxter received a report from a nurse regarding a transfer set that leaked during use. No injury or medical intervention was reported.